Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual inspection revealed that the helix was retracted and free of any blood/tissue. X-ray inspection of the entire lead did not reveal any anomalies. Furthermore, by applying torque to the connector pin, the helix could be fully extended and retracted. Based on the device analysis and the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the device preparation, it was noted that the helix would not extend completely. The lead was exchanged and there was no patient involved.